Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical noted. Upon startup, the screen display remained dark with a ninety percent brightness degradation. Upon performing an internal inspection, it was discovered that the cause for the display issues was due to a faulty inverter board. The primary winding of the t1 transformer was found to have shorted which overheated the coil. The magnet wire insulator showed discoloration as a result of the short. Further internal inspection of the cycler found no additional discrepancies. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon conclusion of the evaluation, the reported issue of a display issue was confirmed with the cause being an electrical short on the inverter board. The cycler was refurbished following the evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a liberty cycler was experiencing display issues during the setup phase of treatment. It was noted that the cycler was left on all day prior to the reported issue. The display issue was further described as the display was not readable despite the display brightness being set to max. Therapy was not initiated and the patient had not connected to the cycler for therapy. The cycler was rebooted, but the screen remained unreadable. The cycler was returned to the manufacturer and a replacement cycler was provided. There was no missed treatment as a result of the issue. Upon evaluation it was identified that the inverter board was damaged and the transformer had shorted. This resulted in a heated coil with discoloration of the magnet wire insulator. The cause for the transformer short was unknown. There was no patient involvement during this event. Additional information was requested but was unavailable.